Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and filter replacement were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 02/23/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an odor/smell emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to odor/smells to be "low." No parts were available for return as the parts were saturated in oil. The assignable cause of the odor/smells is the catalytic decomp filter and filter replacement. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.